Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and visible foam particles were observed. There were secondary findings and technical findings of error code present (e-4: err null ptr). The error log was reviewed and error in relation of reboot cpu. The customer complaint was unable to confirm, and the device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Other text : device serviced by third party service center.